Manufacturer narrative:
The actual device and nine (9) companion samples were received for evaluation. A visual inspection was performed. The tubing was separated from the uv sleeved port on the actual used sample. It was noted that there was no solvent found on the tubing. The reported issue was verified. The cause was due to a manufacturing error. The nine companion samples had no visible issues, and a pull test by hand found no abnormality. The reported issue was not verified for the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of the connector (patient) line of a yume set for uv flash separated from the tubing. This occurred during initial drain of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.